Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated they had to turn their stimulation down for one of the programs because they felt 'shocks' in their left leg and hip (and some in their right side and waist) while laying down, or sitting in certain angles. Agent asked, patient clarified they weren't being 'shocked' but felt a strong buzzing sensation. This morning, patient woke up and was still buzzing, and hurt all over, which they didn't think they were supposed to feel. Patient mentioned they took some pain medicine, but if they sat a certain way stimulation still buzzed them. Patient asked if there was something else they could do. Agent reviewed it was okay to turn the stimulation down further, or even try a different group; patient had already gone down from 1.3 to 1.0 last night, and turned down further while on call. Patient said when they had their programs set up, their manufacturer representative (rep) told them to keep using this group for a week; patient wondered if they should 'stick it out.' Agent redirected patient to their healthcare provider to further address the issue. Patient said they had 5 back surgeries, but they were in so much pain they had to take pain medicine.